Manufacturer narrative:
No patient information to date after calls to customer 07/221/21, 07/29/21, and 08/06/21. A ge healthcare service representative performed a checkout of the system but could not duplicate the reported issue.

Event description:
The hospital reported a malfunction that resulted in a complete loss of ventilation. There was no report of patient injury.